Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisting the caller in the process, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.